Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Interrogation revealed noise episodes. The noise could not be reproduced in clinic. No impedance or capture anomalies were reported. No intervention was performed. The patient was stable.